Manufacturer narrative:
(B)(4). Batch # m54u1n. The analysis results found that the ecs25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # ni. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? No information. Were there any staples missing from the staple line? No information. Did the device cut? No information. Was the cut line fully circumferential around the target tissue? No information. If the device fully cut, were all tissue layers present in both donuts when inspected? No information. After firing was the adjusting knob turned ½ to ¾ revolutions? No information. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No information. Was the safety reset prior to removal? No information. Who fired the device? The doctor did. Who removed the device? The doctor did. What was the users experience with the device? He/she was familiar with the device.

Event description:
It was reported that during an open gastrectomy, the device could not be removed from the patient after firing between the esophagus and the jejunum. Then, it was found that all deployed staples were loosely b-formed. Eventually, the site was recut and anastomosed again with a competitor's device. There were no adverse consequences to the patient. After the operation, the sales rep found that the firing had not been completed since the washer was uncut. He told the doctor about that. The doctor grasped the firing handle of the device and then, the washer was cut.